Event description:
It was reported by service report that the cot had a broken wheel at the head end of the unit which prevented the unit from rolling. No patient involvement or adverse consequences were reported.